Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter called in to report an emergency room visit due to high blood glucose levels. The customer was in the hospital due to a bladder infection and blood glucose levels had risen. After removing the set, a bent cannula was found. The customer's blood glucose level was 592 mg/dl at the time of incident. The customer's symptom included chest pain, a bladder infection, and not feeling very good. The customer was wearing the device at the time of admission. The cause of the event was high blood glucose levels. The customer was treated with antibiotics, fluids, and insulin. The caller performed troubleshooting and found no problems. The caller performed the high pressure test and it passed. The customer's device was not replaced or returned.